Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic was torn during insertion. The lens was removed without any patient injury. Further information was requested, but none forthcoming. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Visual inspection of the returned product showed that a portion of the optic and a haptic was torn off. Additionally, there was a tear across the optic and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.